Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that at the time of the event, the patient had a foley catheter that was clamped. The clamp was released until another catheter was inserted into the patient's bladder. During the patient's operation on (B)(6) 2021, 10 ml of water was placed into the catheter balloon (which was as per information on the back of the packaging) to hold the balloon in the catheter. On (B)(6) 2021, the patient complained of pain and a full bladder. On inspection of the catheter, it was found that the catheter fell out. It was confirmed that the balloon had split and was unable to hold water. It was stated that another catheter was inserted into the patient's bladder. No medical intervention was reported.

Event description:
It was reported that at the time of the event, the patient had a foley catheter that was clamped. The clamp was released until another catheter was inserted into the patient's bladder. During the patient's operation on (B)(6) 2021, 10 ml of water was placed into the catheter balloon (which was as per information on the back of the packaging) to hold the balloon in the catheter. On december 8, 2021, the patient complained of pain and a full bladder. On inspection of the catheter, it was found that the catheter fell out. It was confirmed that the balloon had split and was unable to hold water. It was stated that another catheter was inserted into the patient's bladder. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "wall thickness too thin". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ correction: g. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.